Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer pulled different amounts of air from cartridges prior to loading insulin into the cartridges. Customer's blood glucose was 231 mg/dl. Reportedly, customer continued to use the cartridge.